Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred during the implant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. After the device was moved back into therapy app using uep, the device communicated with all lab utilities and passed all tests on the ate.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg could not connect to external devices after being implanted. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.